Event description:
It was reported that during procedure the customer identified damaged tip and wire in the prograsp forceps instrument. Isi followed up with the initial reporter and obtained the following additional information: there was no material missing. A broken cable was found during surgery. The instrument will be returned. There are no images or videos available.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.